Event description:
Pump was not returned. Investigation of the software anomaly was performed. After coupling, resistor knob was to be returned to the closed position. Instead, the coupler performed an extra loop and triggered a pump-problem alarm. Pump alarms before the start of an infusion, which can lead to delay of therapy. Issue can only happen when a set is being loaded. Summary of investigation is that the pump experienced a temporary failure due to a coding anomaly. Issue was addressed as part of an internal action and incorporated into software release 5.9.1. This was implemented via recall #z-1484-2024.

Event description:
The following has been reported: "no patient harm reported, did failure during infusion". A preliminary review of the logs shows the following: software bug (resistor coupling timeout); the logs show that an active infusion was not interrupted, however this issue can delay an infusion startup, which could explain the customer's complaint description. No further information was provided. There was no active infusion delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.